Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe broke and had to be recovered due to the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. In addition, the following non-reportable malfunctions were found during the device evaluation: tissue pad worn. Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2023-00184. The suspect device was returned to olympus for evaluation and the allegation of a broken probe tip was confirmed. Visual inspection revealed some tissue build up on the distal end. The teflon pad is worn at the distal tip, but not suspected to be missing, with no metal exposed. The electrode grasping section and gold insulation of the jaw appear to be normal. The probe completely broke off, and the broken piece about 17 millimeters (mm) long was returned with the device. The remaining portion of the probe was measured about 3 mm in length. Close inspection of the probe fragment surface revealed a break point on the edge of the jaw side and discolored mark. The wiper movement and its gold insulation, consistency of movement of the handle and jaw, and the handle load are normal. The rotation of the knob torque is normal and smooth. The shaft is straight. The device was then checked with the usg-400/esg-400 and found both switches working, and the output activation tone is normal. Due to the broken probe, the device could not be checked for energy output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer an out of box failure for one thunderbeat 5 mm, 35 cm, front-actuated grip type s hand piece. The device was reported to fail upon initial use. The device reportedly fell inside the patient during a laparoscopic total hysterectomy. The customer was able to retrieve the broken probe piece without incident and the case was completed using a similar device. It was unknown which body part that the broken probe piece fell into and the specific method of retrieval.